Event description:
It was reported that the patient presented for follow-up after a 1.5 year absence. The subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited out-of-range (oor) shock impedance, greater than 400 ohms and the therapy was also disabled. Technical services discussed that the therapy is designed to become disabled if the setup is run and the impedance measurement is oor. The s-ICD and electrode were both replaced and are expected to be returned for analysis. No additional adverse patient effects were reported. It was additionally reported that the s-ICD and associated electrode were explanted in 2022 (exact date not provided). The patient's rhythm had evolved to the left bundle branch, and it was decided to subsequently implant a cardiac resynchronization therapy defibrillator system. The physician elected to retain both the s-ICD and electrode; they are not expected to be returned for analysis.